Manufacturer narrative:
Patient identifier - requested, not provided. Weight - (B)(6). Explanted date: device was not explanted. Occupation- ccl manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device failed during deployment. After the device was inserted, and the foot plate deployed and locked, the operator pulled back on the device to seal, the suture (or spindle) locked up and they could not finish the pulling motion. They cut the tube near the proximal portion of the device to release the suture. By applying tension on the suture, they were able to finish the deployment successfully and hemostasis was achieved. There was no patient injury, medical/surgical intervention required. Additional information was received on 03sep2020. The type of procedure being performed was a cardiac catheterization. A 6fr procedural sheath was used. A pre-deployment angiogram was performed. The blood was 10cc. There was difficulty with insertion, deployment, or withdrawal of the device. The doctor deployed the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the deployment sleeve of the device cap. The arteriotomy locator and carrier tube were returned as well. No other accessory components were returned. Visual inspection revealed that the arteriotomy locator was in a curved shape. The deployment sleeve of the device and the hemostasis sheath were found to be mated properly. The deployment sleeve was in the full rear lock position with the color bands fully exposed. There was a cut identified through the carrier tube between the base of the device cap and the top of the sheath hub. The carrier tube was returned separately as well. No other anomalies were noted with the device. The device was then disassembled. All the turns of the suture were present within the disk tensioner. A pair of tweezers was used to pull on the suture. The suture was able to unspool, and no resistance was experienced. No functional anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.